Event description:
The event occurred on an unspecified date and involved a ndehp prim pbk set 3clave-sl. The customer reported a carbon fleck in the tubing nearest the patient about three inches from the ll end of the primary set. There was patient involvement and no human harm reported.

Manufacturer narrative:
An additional phone number for the initial reporter is (B)(6). It is unknown if the device will be returned for evaluation. Although the device has been requested to be returned for evaluation, it has not been received. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
Additional information was received from the customer. The issue was caught before usage and the device was never used. The particulate was identified after the device was removed from the package. The product was stored in a drawer for intravenous tubing. There was no patient involvement, no adverse event and no patient harm.

Manufacturer narrative:
A photo showing foreign material in the tubing was provided by the customer. One opened/unused list number 126640489 primary set was also received. As received, there was unidentified plastic material observed in the tubing. The tubing was cut open and the particle was confirmed to be in the fluid path and attached to the tubing. The particle was larger than the allowable surface area of attached material per product specifications. The particulate was sent out for an fourier transform infrared (ftir) testing. Although not a strong match, the closest match for the plastic material was to plasticized flexible polyvinyl chloride (pvc) film, the material used for the tubing as a 88.59% match. The reported complaint of particulate matter in the tubing can be confirmed. The attached plastic material was most likely formed during the tubing extrusion process in manufacturing. A device history record (DHR) review could not be conducted because no lot number was identified. D9 - date returned to mfg 4/14/2022.